Manufacturer narrative:
Product analysis: as found condition: the hyperform occlusion balloon catheter and x-pedion 10 guidewire were returned for analysis within a shipping box; within a bubble wrap; and within an opened hyperform occlusion balloon inner pouch and a dispenser coil. Visual inspection/damage location details: the x-pedion 10 guidewire was returned outside the hyperform balloon catheter. No damages were found within the hyperform hub. No bends or kinks were found with the hyperform catheter body. Upon visual inspection, no damages or irregularities were found with the hyperform balloon/distal tip. No damages were found with the guidewire. Upon microscopic examination, a defect (hole) in the balloon chronoprene tubing was found at the location of the leak. The guidewire od (outer diameter) was measured at two locations and found to be within specification. The proximal od was measured to be 0.0102¿and the distal od was measured to be 0.0096¿. No other anomalies were observed. Testing/analysis: the hyperform occlusion balloon catheter was unable to flushed with water as it was likely occluded with dried contrast. In order to test the balloon for inflation, the catheter body was separated (cut) and a mandrel was inserted into the distal tip of the hyperform balloon. An attempt was made to inflate the balloon; however, the balloon could not maintain inflation as it was found to be leaking distal to the distal marker band. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿no/slow inflation during set up¿ and ¿balloon leak at distal gw seal¿ were confirmed. It is likely the damage to the balloon contributed to the event. However, the root cause could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the operator noticed deflation of the hyperform balloon post inflation on the table while preparing the same. As per operator they tried many times by keeping the wire 5cm, 10cm away from the distal end of the balloon. They noticed a leak. The device was replaced, and the patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Additional information received reported the leak was noticed at the balloon distal end as per operator. The guidewire used was the xpedion 10 and chikai 10. The xpedion 10 will be returned. The physician did not shape the guidewire tip. The contrast ration was 50:50. The injection rate was very slow.